Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope has air/ water flow issues from the air/ water flow system. Inspection and testing of the returned device found the nozzle contains foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the nozzle contains foreign matter, the angle wires were stretched, there was deterioration/damage of the adhesive, the adhesive on the bending section rubber has a white-clouded area, the adhesive around objective lens is peeled. The adhesives around the light guide lens have a white-clouded area, the distal end has a burn. The connecting tube has a scratch. The remote switch has a scratch, and the protector of universal cord on the suction connector side has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however it was not possible to further identify the foreign material that remained in the device. It was unknown if reprocessing was conducted in accordance with the instructions for use. It was confirmed that the air/water nozzle was not deformed. Therefore, a further cause of the suggested phenomenon could not be presumed. The instructions for use (IFU) operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.